Manufacturer narrative:
Correction: b5 (remove reference to "non interrupting system error." - this is not being captured in this event. A non-halting error would not stop an infusion and is unlikely to result in a serious injury). H11: the actual device was received for evaluation. Sensor calibration and final release testing was performed and the device met specifications related to the reported condition; the unintended shutdown was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump shut down by itself mid infusion. Non interrupting system error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.